Event description:
It was reported that balloon rupture occurred. A 5.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported. It was further reported that the 75% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. During the second inflation at 15 atmospheres for 10 seconds, the balloon ruptured.

Event description:
It was reported that balloon rupture occurred. A 5.50mm x 12mm nc emerge balloon catheter was advance for dilatation. However, during inflation the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.